Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/11/2010, 05/12/2010, and 05/13/2010 by phone, fax and mail. A completed questionnaire was received on 05/27/2010. Medical records were received on (B)(4) 2010. (B)(4).

Event description:
Adverse event(s): "pain" (pain); "double vision" (diplopia); "blurry vision" (blurred vision). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A consumer reported that two years following bilateral intraocular lens (iol) implant surgery, she was experiencing double vision and eye pain throughout the day. She also reported blurry vision at distance and near along with poor night vision. Medical records were requested and received. According to the medical records, the patient has a history of arthritis, mitral valve prolapse, hypertension. Posterior vitreal detachment, thyroid nodule, dry eye syndrome, hyperlipidemia, venous stasis, and strabismus (pre-existing). Following her iol implant surgery, the patient reported feeling pain off and on. Posterior capsule opacification was noted. The patient reported she was seeing double when watching tv. The patient reported that when she covered one eye, her double vision went away. She also reported her vision was blurry when reading the newspaper. In a follow up, the surgeon reported the iol did not cause or contribute to the event. He reported the patient's eye pain and blurry vision comes and goes due to dry eyes. The surgeon also reported the diplopia was caused by the patient having xt-strabismus. There are two medical device reports associated with this event. This report is for the left eye.